Manufacturer narrative:
No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly.

Event description:
A medtronic representative reported that, while in a cranial procedure, the synergy cranial application re-booted itself. The occurred after the entry point for a visualase procedure was selected on the computer, and the footswitch was pressed. When the navigation system came back on-line, all data was saved and the procedure continued without issue. The surgeon completed the procedure with the use of the navigation system. There was no patient present when this issue was identified.